Event description:
Customer reported that during the laparoscopic bilateral oophorectomy procedure, the crna noted the end tidal co2 monitor alarming, and patient's levels rising, airway adjustment improved this briefly, the crna then noticed swelling/crepitus in the patient's neck area. The surgeon had removed one ovary, but decided to abort the procedure. The patient was kept overnight for observation and discharged the next day. The insufflator was used during the procedure, and was returned for evaluation.

Manufacturer narrative:
Investigation results: the device was received for evaluation and the report of the customer was not confirmed. The insufflator was tested and no fault was found with the device.